Event description:
Boston scientific crm received information that according to a non-boston scientific sales representative, the right ventricular (rv) lead will be removed due to oversensing. The non-boston scientific sales representative also noted that a rv lead fracture is the suspected cause of the oversensing. At this time no additional information is available. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated as necessary.